Manufacturer narrative:
Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Hospital contact telephone not available for reporting. Subject device has been received and is currently in the evaluation process. DHR review was completed. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing location: (B)(4). Manufacturing date: 23. November 2012. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported during a distal radius procedure on (B)(6) 2017, the stardrive screwdriver shaft became jammed and would not rotate. After surgeon had placed the total compression plate (tcp), the cortex screw was inserted into the shaft of the radius. When surgeon attempted to insert the variable angle locking compression plate (va-lcp) buttress pin, the driver did not rotate at the point where the tip of the buttress pin almost reached the contralateral side of the cortical bone. The driver would not rotate clockwise or counter-clockwise. It was also noted that the screw had been extruded from the tip of the driver. The driver was removed from the surgical field by dismantling it. All parts from the dismantled driver were removed which was confirmed by post-operative x-rays. Procedure was delayed approximately 20 minutes. No adverse consequence to the patient was reported. Concomitant devices reported: tcp plate (part number unknown, lot number unknown, quantity 1), screw (part number unknown, lot number unknown, quantity 1), 1.8mm va locking buttress pin (04.210.084s, lot 8316915, quantity 1), torque limiting attachment (511.776, lot 15348, quantity 1), handle for torque limiting attachment (03.110.005, lot 2791146, quantity 1). This report is for one (1) stardriver screwdriver shaft. This is report 1 of 1 for (B)(4)

Manufacturer narrative:
The initial complaint was reviewed and found not reportable. Additional information was received stating that this part did not malfunction. The torque limiter is the only malfunctioning device. This device complaint category is no product failure indicated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.